Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform a failure analysis. Failure analysis confirmed/replicated the reported complaint on the erbe generator. The unit was tested on an in-house system and run in the normal mode.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, an error c-34 occurred on the erbe generator. The issue is ongoing. The procedure was completed with no reported injury.